Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b2 d1 d4: model number h6 the reason for the revision reported may have been due to prosthesis wear, as stated in the experience report. However, the reported wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 7 years and 4 months post the initial right total shoulder arthroplasty, the patient was revised due to poly wear. Everything was removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 320-15-05 - eq rev locking screw (B)(6). 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (b)(6. 321-20-00 - equinoxe reverse shoulder drill kit (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 315-35-00 - glnd kwire (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6). 315-35-00 - glnd kwire (B)(6). 320-15-04 - rs glenoid plate post aug 8 deg, right (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6).